Event description:
Medtronic received information that shortly after delivering 4:1 blood cardioplegia (300 to 400cc per dose), this patient experienced brief hypotension down to approximately 20 mmhg. It was noted the response was more profound with repeat doses of cardioplegia, rather than the initial dose. The perfusionist indicated that they had observed the hypotension intermittently since early 2008; however, attributed it to anesthesia. The patient's concomitant medications and allergies were not provided. It was unknown whether systemic intravenous heparin or subcutaneous heparin was administered during, or in proximity to, the use of this trillium coated circuit. Additional information received noted the perfusionist's at this facility have observed the hypotension with several patients, 17 in total. It was noted that the hypotension was not observed while using another manufacturer's product. In all cases, the patients were treated with neosynephrine, resolving the issue. There were no adverse patient effects reported and attempts to obtain additional information related to 13 of the cases have been unsuccessful. The customer circuit was not returned for analysis.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Conclusion: on april 8, 2008, medtronic was notified by FDA that a contaminant had been discovered in recently manufactured heparin. Medtronic manufactures several perfusion products that are coated with chemicals containing heparin, many of which are used to make a bypass and/or ECMO circuit. It is difficult to estimate the total quantity of heparin contained in this particular circuit, for this particular case, however we would expect to see approximately 0.73 mg of heparin in a trillium coated oxygenator, the surface area of which accounts for 2.72 square meters of an estimated 3.32 square meters in a typical bypass circuit. We are submitting the 5-day report as requested by FDA, but have not had sufficient opportunity since receiving notice on august 4, 2008, to determine whether the device or the heparin contained in the device could have caused or contributed to this event. However, upon receipt of this event and as a part of our investigation, medtronic did not detect the contaminant in the heparin sodium active pharmaceutical ingredient used to coat this product lot when it conducted its testing in accordance with recommendations contained in FDA's april 8, 2008 notification.